Manufacturer narrative:
Concomitant products: product ID: 388928, lot#: 0208977722, implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 06-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient had lost efficacy from implant. The lead was seen on x-ray to have migrated. The surgeon attempted to remove lead and ipg so the patient could undergo another trial. The lead snapped. It was noted that the surgeon proceeded with new trial.